Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging and caused respiratory irritation, nausea, lightheadedness, dizziness, headaches, re-occurring sinus infections and a nodule on the lung. The patient did report receiving medical intervention and saw a physician. The reported event that the patient's doctor found a new nodule on her lungs is assessed as a serious injury but not related to the device the device was returned to the manufacturer's evidence of sound abatement foam degradation/breakdown was not observed in the base unit. It was observed minor dust/dirt contamination on inside and outside of top and bottom enclosures, blower, blower box, blower bellow, front ui panel, and side panel. Liquid ingress was observed on the blower. A contaminate consistent with keratin was observed on the blower box. The device's downloaded logs were reviewed by the manufacturer. There were no errors were logged. The manufacturer concludes observed no evidence of degraded sound abatement foam. Section h6 updated in this report.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused respiratory irritation, nausea, lightheadedness, dizziness, headaches, re-occurring sinus infections and a nodule on the lung. The patient did report receiving medical intervention and saw a physician. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.